Event description:
It was reported that the patient was experiencing inadequate stimulation and pain at the implant site. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.